Event description:
A customer from france reported to biomérieux a discrepant phenotype result for a serratia marcescens urine sample in association with vitek® 2 ast-n233 test kit. The results for ast-n233 and other tests were: vitek® 2 ast-n233 blse (beta-lactamase spectrum extended). Vitek® 2 ast-xn05 blse and case (ampc). Mh case. Mh+ cloxacillin case. The customer reported there was a 24 hour delay for reporting results and the incorrect result was not reported to the physician and did not impact patient results. The blse negative result was reported to the physician. The test reports were received from the customer. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to an inaccurate esbl phenotype detected with serratia marcescens on ast-n233 card. We performed reference methods to determine the intended result: different pcr (tem, shv,ctx-m, ges/ibc, imi/nmc, sme) were negative, esbl screening test was negative also. An increase of diameters on mh + cloxacillin and are in favor of high level cephalosporinase (ampc) phenotype. On vitek®2 (v7.01 casfm eucast 2015 + phenotypic), we tested ast-n233 cards with 2 different lots (customer lot, 6330075403 cl and random lot 6330252203, rl). We obtained a phenotype "hl cephalosporinase (ampc)"on cl, and 2 phenotypes esbl (ctx-m) or high level cephalosporinase (ampc) are proposed on rl. We did not duplicate the customer result "esbl" on ast-n233 in-house. This false esbl phenotype is due to caz mic (8mg/l) typical value to match with this phenotype. We are in presence of a strain with a phenotype: "high level cephalosporinase (ampc)". Vitek®2 card performed as intended in house.